Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on 2013-(B)(6), prior to explant. Ramware version 3 was installed on 2010-(B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached the recommended replacement time (rrt) earlier than expected. A replacement procedure was scheduled. The device remains in use. No patient complications have been reported as a result of this event.